Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported device powers off without user input was not reproduced during evaluation. There were "improper shutdown!" In the event history log, which occurs when all power sources become disconnected from the pump and does not indicate that the pump powered off on its own. There were also "battery alert! Not charging" messages found through a review of the event history log. The customer's battery was not returned with the device, therefore the only additional testing that could be performed were with known functional parts which were found within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers off without user input. There was no patient involvement. No additional information is available.